Event description:
The patient's father contacted animas to report elevated blood glucose (bg) readings while on the pump. The patient's father stated that on (B)(6) 2011 he received multiple calls from the patient's school to inform him of elevated readings. The reporter stated a correction bolus was given in response to the elevated bg readings. When the patient came home from school, the reporter stated the patient changed out his inset but his bg continued to go up. The patient's father stated at 3:40pm the patient's bg was 353 mg/dl and a correction bolus of 3.45u was given via pump. At 4:04pm his bg was 548 mg/dl. At the time of this reading the patient complained of being "hungry". The patient was treated with 1u of insulin via syringe; however, 15-20 minutes later the patient was retested and bg was greater than 600 mg/dl (message of high). The reporter denied that the patient had symptoms of chest pain, shortness of breath, nausea or vomiting. The patient was treated with an additional 1u of insulin and his doctor was called. The patient's doctor advised the reporter to administer a total of 4u of novolog. At 4:30pm the patient was retested again and his bg was down a little to 596 mg/dl. At the time of the call the patient's father received call from dm educator and was unable to review pump settings or troubleshoot the high bgs. Animas customer support attempted to reach patient on several occasions to obtain additional information and review/troubleshoot pump; however, were unsuccessful in their attempts. This complaint is being reported because the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. The daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported high bgs due to continued use. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.